Manufacturer narrative:
(B)(4).

Event description:
It was reported the pt experienced a loss of therapeutic effect. It was stated the pt felt a "wire poking/sticking out in her back" and it caused her pain when she would bend over. The pt reportedly lost relief when she began feeling the wire, but was still feeling stimulation in the same area as before. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.